Event description:
It was reported that during a prostate procedure "forward firing at 19760j" was observed. A second fiber was used to complete the case. Pt outcome: "no injury to pt reported".

Manufacturer narrative:
(B)(6) - is forward-firing of the side-firing surgical fiber; a code request has been submitted.